Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per field service report: symptom - request checkout after patient incident. Unit shut off while on patient and plugged into wall. Findings/actions taken: biomed charged the pump and ran 3 battery tests. All tests ran 2 hours before "battery runtime less than 20 minutes alarm." Biomed checked connections, voltages, and had ac wall socket checked. All were ok, the biomed tech requested checkout by arrow service. The fse checked connections, fuses, receptacle, charge voltage - ok check out-ran pump on battery- initial voltage 12.3 volts. After 1 hour battery run time 11.9 volts. Charge current approximately 5 amps -ok. Check 5 volt alarm-audible was low and erratic. Replaced the power supply and performed an electrical safety check.